Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, the patient was pre-operatively diagnosed with pseudoarthrosis at l5-s1 with prior 2 graft and underwent the following procedures: hardware removal l5-s1 of peek graft. Partial corpectomy, l5-s1. Anterior lumbar interbody fusion. Insertion of peek graft. Non-segmental instrumentation across l5-s1. As per op-notes, ¿we performed discectomy and annulotomy and discectomy, removed the hardware of the prior peek graft and the instrumentation that was used. We did have to perform osteotome of the endplate and created a partial corpectomy at l5 to remove the graft. Finally then, we prepared the endplates nicely. We sized the graft to a size 14 mm tall peek graft 14 x 12 degrees. We packed this with allograft and extra-small bmp sponge. Placed into position with help of c-arm imaging and then we performed anterior segmental instrumentation across l5 and s1 with appropriate size screws. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.